Event description:
The company was informed that the pt presented with redness and a sore at the top of the pinna where the processor sits. The pt applied cream (type unk) and moleskin, however, this did not resolve the issue. Advanced bionics is in the process of gathering further info, once further info is obtained a supplemental report will be submitted.